Event description:
It was reported that the patient¿s ilet was accidentally dropped, resulting in a cracked screen, after which the patient transitioned to backup subcutaneous insulin therapy and continued cgm use with the dexcom app. Symptoms included elevated blood glucose. Outcomes included temporary interruption of ilet therapy with continued glucose monitoring and initiation of backup insulin delivery. Investigation included review of reported event details and coordination of device replacement with instructions to shut down the device and return it. Investigation of this device revealed damage to the ilet user interface/display consistent with physical impact, with no transfer of device data to the replacement unit expected. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.